Manufacturer narrative:
Concomitant medical products: product ID 37092, lot# 255730001, implanted: (B)(6) 2010, product type: accessory; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient was seeing a power on reset (por) on their recharger. They were unable to adjust their stimulation with the patient programmer. The patient was able to clear the por and the issue was resolved. The patient could use their stimulation again and they got a normal recharging screen. The patient did not have concerns with their device or therapy.